Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. An email was sent to the author requesting additional information, with no reply as of yet. If additional relevant information is received, a supplemental report will be submitted. The date of death is not known and is an estimate based on the publication date. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: short- and long-term electrical performance of the 5086mri pacing lead. Heart rhythm,. 2014;11(2):222-229. (B)(4).

Event description:
A journal article was reviewed which contained information regarding these lead models. Multiple patients and multiple failure modes and adverse events were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following adverse events and failure modes: deaths, pneumothorax, cardiac perforation, chest pain, site infection, pneumonia, syncope, device site stimulation, extremity pain, pulmonary edema, pyrexia, subclavian vein thrombosis, transient ischemic attack, heart failure decompensation, premature atrial contractions, pacemaker syndrome, paroxysmal nocturnal dyspnea, respiratory acidosis, respiratory distress, shoulder pain, stroke, lead dislodgment, elevated pacing thresholds, failure to capture, and connection issues. The status of the leads is unknown. No further patient complications have been reported as a result of this event.